Event description:
The customer called to report that she has been experiencing high blood glucose levels, and feels that the insulin pump is not delivering insulin accurately. Troubleshooting was performed, and the insulin pump was programmed correctly. The insulin pump passed the prime and displacement tests, but the customer noticed a leak coming from the quick set tubing. The customer was not comfortable using this insulin pump, and requested a replacement. Nothing further was reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The delivery volume accuracy testing is pending.